Event description:
It was reported that: patient is reporting pain in her hip area. Patient states that when sleeps on her side the next morning her hip is extremely sore. Patient also states that she has difficulty walking and that she walks with cane. Patient states that she has back problems. Patient notes that her hip does not have swelling. Patient has had blood work and is scheduled for a MRI on (B)(6) 2012. Patient states that she will get the results the following week ((B)(6) 2012).

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.